Event description:
It was reported that the patient has a "defective lead" implanted. The patient strongly expressed a dissatisfaction with the lead. Also noted is the patient experiences worry, and stress about the possibility of getting inappropriate therapy. The lead is still in use. No patient complications are reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.